Event description:
The customer reported via phone that they had repeated compromised force sensor system alarms on the insulin pump. Customer stated the alarm occurred while filling the tubing. The customer also reported the cap beneath the motor was sticking out. Customer's blood glucose was 190 mg/dl at the time of incident. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.